Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a prime (loss of prime) issue. The reporter alleged repeated loss of prime warnings that resulted in elevated blood glucose (bg) excursions. The patient alleged that under delivery of insulin occurred due to the loss of prime issue. Reportedly, the patient was hospitalized on (B)(6) 2018 with a bg level of 586 mg/dl, with symptoms of dehydration, vomiting, excessive thirst, rapid deep breathing, difficulty waking up, confusion, and nausea. The patient was treated with IV insulin and IV fluids and was discharged on (B)(6) 2018. The patient has continued to use insulin pump therapy in addition to insulin injections. No further information regarding the alleged malfunction was provided. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm and because the alleged loss of prime caused or contributed to the hyperglycemic event. This complaint is on the insulin cartridge.